Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-23068. It was reported that patient presented with extracardiac stimulation caused by the right ventricular lead. An x-ray revealed that both right ventricular and atrial leads had been twisted and dislodged due to twiddler's syndrome. Failure to sense was also exhibited by the leads. The leads were explanted and replaced on (B)(6) 2021. Patient was stable after the procedure.